Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. The most likely cause of this type of defect, lies with the rubber sheath covering the np needle, not recovering its needle quickly enough once the tube has been removed, thus allowing a droplet of blood to escape onto the stopper. A small amount of blood is to be expected, and phlebotomy technique can influence its size. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m plus blood collection tubes had sample leakage. The following information was provided by the initial reporter: after the blood collection tube is drawn, blood leaks out of the bottle cap, there are blood stains around the cap and the table. The blood dripped on the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m plus blood collection tubes had sample leakage. The following information was provided by the initial reporter: after the blood collection tube is drawn, blood leaks out of the bottle cap, there are blood stains around the cap and the table. The blood dripped on the patient.